Event description:
The procedure was being performed on an (B)(6) female oncology pt. The kit was opened and the wire and catheter were inserted. Upon removal of the wire, it was noted that the wire was tearing. The catheter was successfully in place an used without incident. There was a delay in treatment with no pt harm and no pt death or complications were reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.